Event description:
It was reported that a malfunction occurred with the pump showing malf 24 and the pump could not be reset. The customer's blood glucose level did not exceed 500 mg/dl and was within a safe range. Technical support arranged for a replacement pump to be sent with updated software, instructed the customer to enter the current pump into storage mode, and return it to tandem. The customer planned to use multiple daily injections as a backup therapy and understood the necessary procedures for receiving and returning the pumps.